Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip.

Event description:
It was reported that the insulin pump had a piece of clear plastic around the reservoir compartment that came off. The blood glucose reading was 99 mg/dl. The customer stated that she did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.